Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available to date. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during ventilation, the respirator stopped delivering the set amount of gas and the patient was desaturated. The incident occurred several times. The patient was switched to a different respirator and the case was resumed. There was no patient injury.

Manufacturer narrative:
Based on review of the complaint, on-site questionnaire, and device logs, the most probable root cause is a leak in the patient breathing circuit. A leak in the breathing circuit may lead to some of the tidal volume intended for the patient to be lost to atmosphere. Low tidal volume, in conjunction with the high priority alarms for patient disconnect, etco2 low, and mv expir low, indicate a leak in the patient breathing circuit. The investigation team was able to reproduce similar behavior during bench testing by artificially introducing a leak into the breathing circuit. However, because the breathing circuit is unavailable for analysis, the investigation team cannot conclude with certainty that the breathing circuit is at fault. The root cause of the reported event is undetermined.